Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that a 13.2mm vticm513.2 implantable collamer lens of -8.5/2.0/130 (sphere/cylinder/axis) was implanted in the patient's left eye (os) on (B)(6) 2022. Refractive change overtime was observed. Cause of the event was user error. Reportedly, "surgeon used wrong datas for calculation in ocos, data for od used for os.

Manufacturer narrative:
Corrected data: b1: adverse event should have been product problem in the original MDR submission. B2: required intervention to prevent permanent impairment/damage should have been omitted from the original MDR submission. B5: refractive change over time should be corrected to state refractive surprise. Additional information: b5: the reporter indicated that a 13.2mm vticm513.2 implantable collamer lens of -8.5/2.0/130 (sphere/cylinder/axis) was implanted in the patient's left eye (os) on (B)(6) 2022. Refractive surprise was observed. Cause of the event was user error. On (B)(6) 2022 the lens was replaced with a same length but different model and diopter lens. Reportedly, "surgeon used wrong data for calculation in ocos, data for od used for os. D6b: explant date: on (B)(6) 2023. Claim#: (B)(4).